Event description:
My father used a medtronic minimed 670g insulin pump with continuous glucose monitoring system. My mother found him unresponsive in his chair on (B)(6) 2024. She started CPR (cardiopulmonary resuscitation) and activated ems (emergency medical services). They attempted to resuscitate him without success. His remains have since been cremated and no autopsy was performed. Cause of death was natural causes. I believe on the death certificate, his cardiologist listed his heart condition as probable cause of death. A week after his death, we were looking at his pump and found the graph and data from the day of his death. It looks like his glucose was dropping and the pump continued to administer boluses of insulin. At one point it shows glucose of 50 and less and the pump continued giving insulin. From my understanding, the pump is supposed to have fail safe that suspends insulin administration when the patient's glucose is under a specific level. He had multiple comorbidities including: type 1 dm (diabetes mellitus) , hx (history) of mi, chf (congestive heart failure), open heart surgery/CABG in 2018, htn (hypertension), hyperlipidemia, glaucoma, hypothyroidism, crf (chronic renal failure), kidney donation recipient. Labs had drawn the day before per his nephrologist without significant abnormality. His pcp (primary care physician) is (B)(6). Nephrology: (B)(6). Transplant with (B)(6) in (B)(6) 2020. Cardiology: (B)(6). (B)(6) assumed management of my father's dm (diabetes mellitus) care when his endocrinologist, (B)(6), retired. We did notify medtronic of our concerns with the pump, but it is still in my mother's possession. We are concerned with why the pump would continue to administer insulin when the cgm (continuous glucose monitor) read 50 and less and for this reason, I am submitting this form. Thank you for your time. I do not have copies of his last labs, but these could be obtained easily from my mother or his doctors.